Event description:
The patient underwent a full lead and generator replacement. The explanting facility historically does not return explants so the devices have not been received to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient had high lead impedance. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.